Event description:
It was reported that during a da vinci-assisted fundoplication surgical procedure, the right eye on the high resolution stereo viewer (hrsv) monitor was black. The caller stated this was a recurring issue. The technical support engineer (tse) advised the customer to perform a power cycle without any success. The tse informed the customer that a replacement of the right hrsv would be needed. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon first loosened adhesions laparoscopically and only wanted to continue operating with the da vinci for the next step. Only then (after approx. 15-20 minutes) the error was noticed. The error was only visible by looking into the surgeon's console, so the error was discovered after docking, when the surgeon was about to get started. Before this operation began, the system was not checked. The procedure delay (15-30 minutes) did not occur during a critical step of the procedure. The patient is fine. Only a few trocars were stung "unnecessarily" that would have been done differently if the operation had been planned purely laparoscopically.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the right high resolution stereo viewer (hrsv) monitor was completely down and not functional. The fse replaced the hrsv monitor to resolve the black right eye on surgeon side console (ssc). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv monitor involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue.